Manufacturer narrative:
Radiograph review identified that there is a fractured plate, and that a screw may be bent. No further observations were able to be provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
No product or photos were returned for evaluation, therefore condition of the device is unknown. Visual inspection of the provided x-ray indicates device fracture. Device history records cannot be reviewed, since part and lot numbers are unknown. This device is used for treatment. Complaint history cannot be reviewed, since part and lot numbers are unknown. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient's plate fractured; however, the patient has no pain, hence a revision procedure has not been indicated to date.